Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Additionally, loss of capture was noted at maximum outputs. During routine changeout, the lead was surgically abandoned. A new lead was not implanted and the replacement device was programmed aai. No adverse patient effects were reported.